Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent tissue expander insertion with a mentor cpx 4 breast tissue expander with suture tabs. Unilateral rupture on the breast tissue expander was diagnosed post procedure through a physical examination. As a result, the patient underwent unilateral removal and replacement with a similar tissue expander on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor with clear fluid. Initial allegation indicates the tissue expander had deflated. The device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No anomalies were observed. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause of the failure could not be determined. The device history record (DHR) for the lot number 7394112 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the pids by stating that these devices should not be considered lifetime devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor realized the lot and serial number were reported incorrectly in the initial report dated (B)(6) 2018. The correct information is serial number: (B)(4). Lot: 7394112. (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor with a clear fluid. The device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No anomalies were observed. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause of the failure could not be determined. The device history record (DHR) for the lot number 7394112 has been reviewed on 7/26/2018, and it was verified that the device was manufactured in accordance with documented specifications and procedures. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the product insert data sheet by stating that these devices should not be considered lifetime devices. Manufacturer¿s reference number: (B)(4).